Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the cuff had a physical damage. The customer reported that there was some bending damages on the cuff tubing as well. It was reported that there was no patient involvement.